Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection and erosion. The system was explanted and replaced. No other patient symptoms were reported.